Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# 0209151730, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot# 0209156365, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post-operatively on (B)(6) 2015 an infection at the connector site wound was found. The wound had been checked at 4 weeks post-operatively and at the connecter site the internal sutures seemed to be protruding. The healthcare professional removed these and a small amount of pus was observed. Examination was done on (B)(6) 2015. A swab was taken and skin flora only grew. No surgical intervention was required and none was planned. The event was resolved without sequelae. It was unknown if it was related to the procedure, event was not related to device components. Patient's medical history included parkinson's disease, statin oral medications, hypertension, and hyperlipidemia.